Event description:
During release of the device, the delivery system malfunctioned. The male end of the screw detached from the cable prior to releasing from the device. The male end of the screw remained attached to the device in the body while the cable came off easily. The device otherwise was in good position. Manufacturer response for catheter, percutaneous, amplatzer¿ (per site reporter). Field representative consulted with abbott medical director. Epithelialization should occur around the device. There was no concern for dislodgement of the screw.